Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: promus element,mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found the mid-section of the stent was damaged with stent struts lifted. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 40mm distal to the distal end of the strain relief. The outer and inner lumen and mid-shaft section found a midshaft kink 45mm distal to the hypotube midshaft bond. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-dec-2018. It was reported that crossing difficulties and shaft kink were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75-3.00x24mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. After advancing a non-bsc guide catheter and guidewire, pre-dilation was performed with a 2x12mm maverick balloon catheter which noted the residual stenosis to be 30-40%. A 3.00x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. During multiple attempts of crossing the lesion, the hypotube got damaged and kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.